Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On the same day as onset the patient was treated with an injection monocef (1 gram, frequency and route not reported), injection heparin (1 milliter (5000 unit), frequency and route not reported) and injection vancomycin (1 gram, frequency and route not reported) for the event. The patient was recovering from peritonitis. Dianeal 2.5% therapy was ongoing. Action taken with dianeal 1.5% therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.